Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she sees an open circle on her insulin pump's screen. She was advised that she has a low reservoir. Customer also mentioned the device is making a vibrating noise, but there are no messages on the screen. At that point, the call was dropped. Customer was called back but there was no answer. Customer's blood glucose was not provided. Nothing further reported.